Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was taken back to the operating room for bleeding in the pocket. A boston scientific sales representative was later contacted to check this status of the programmed parameters as this patient was feeling fatigued with activity. The caller was inquiring about minute ventilation (mv) and accelerometer (xl) programming for rate response. No additional adverse patient effects were reported.